Event description:
The customer contact reported the device delivered less than expected. The device was returned to the biomedical dept with a report of, "error code 95-2." No specific pt info, device programming, or event details were available. During testing at the user facility, the device delivered less than expected. There were no reports of any adverse pt events and no reported delays of critical therapies while the device was in clinical use. Though requested, no add'l info was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. This report represents all the info known by the reporter upon query by hospira personnel.